Event description:
It was reported that the lead was explanted and replaced due to oversensing. Additional information was subsequently received reporting that the patient presented to the ER (emergency room) after receiving shocks from her device that were caused by oversensing. The patient was hospitalized and the lead replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
It was reported that the lead was explanted and replaced due to oversensing. Additional information was subsequently received reporting that the patient presented to the ER (emergency room) after receiving shocks from her device that were caused by oversensing. The patient was hospitalized and the lead replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event. Oversensing, shock, inappropriate.